Event description:
It was reported that the insulin pump alarmed no delivery several times in the last two days. It was noted that the customer experienced high blood glucose readings of over 600 mg/dl. Customer stated that the alarm was resolved by a complete set change. Troubleshooting was not performed as this was a past event. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.